Event description:
It was reported that "the pt underwent a left total hip replacement in (B) (6) 2007, performed at the (B) (6) clinic." The pt also reported that "subsequently, he started experiencing a banging sound while walking and excruciating pain when weight-bearing."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. Should device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.